Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nanocross balloon and evercross balloon were being used during a procedure to treat 70% stenosis in the right mid distal superficial femoral artery. Atherosclerosis with claudication and recurrent intrastent restenosis were reported. The lesion was severely calcified with little tortuosity. The artery was 6mm in diameter and the lesion was 40mm in length. Abnormalities reported in relation to anatomy with in stent restenosis and a previously implanted non-medtronic stent being fractured. 6fr non-medtronic radial sheath was used and a 0.14 x 300cm grand slam non-medtronic wire was used. Contrast and saline were used for inflation. No damage noted to packaging. No issues noted when removing the device(s) from the hoop/tray. The device(s) were prepped per the IFU, with no issues identified. The device passed through a previously-deployed stent. No resistance encountered when advancing the device. No excessive force used. The procedure involved right lower extremity angiogram, percutaneous atherectomy of the proximal anterior tibial artery, distal popliteal angioplasty and stent sfa/popliteal-trans pedal approach. Right foot was prepped and draped in the appropriate fashion. Using sterile linear sonography a 5/6 low-profile hydro, a braided sheath was placed in a retrograde fashion against the direction of flow. Patient immediately received 5000 u intra-arterial heparin via the sheath. Quarter strength contrast was utilized and much of the procedure was performe vus alone due to the patient's creatinine that is elevated approximately 1.8. Angiography showed an ectatic anterio artery that was widely patent, the interosseous anterior tibial artery had an eccentric plaque that was heavily calcified, difficult to quantify the degree. Similarly there was a separate eccentric calcified plaque in the distal popliteal difficult to quantify as it was believed it laid perpendicular to the plane of imaging. Runoff was via the disease posterior tibial atretic calcified peroneal artery. To assess the inflow and the entire sfa popliteal ivus was used, particularly for contrast minimization, but also for vessel sizing, preintervention planning, to assess the equi vocal areas of the anterior tibial lesion. Under fluoroscopy an 014 wire was advanced through the stents into the aorta. Ivus was placed in the distal drawn back. Ivus revealed that the distal aorta right common and right external iliac artery were widely patent. The common femoral artery had significant posterior plaque of approximately 70%. The proximal sfa and the proxima sfa had mild eccentric calcified disease. Under fluoroscopy there was stent separation of the stents at the adductor approximately 5 mm. This was not present during angiography 3 years ago. Multifocal intrastent stenosis of varying degrees was seen in the distal aspect again flow-limiting. Greater than 70%. The popliteal eccentric lesion was approximately 50% and anterior tibial artery was approximately 50% stenotic. Remainder of the anterior tibial artery was widely patent. Next a non-medtronic atherectomy system was utilized specifically to treat the focal anterior tibial artery lesion and distal lesion as these were poor areas to stent and angioplasty would not be successful due to the eccentric nature. Passes with the atherectomy system were performed to debulk and score this eccentric stenosis, both of the anterior tibial lesion and the popliteal lesion. 6 mm balloon angioplasty ensued of the entire intrastent stenosis in the entire sfa popliteal lesion. This was performed with an 014 nanocross balloon. As noted 3 years ago very eccentric highly calcified lesions and at nominal pressure with full effacement the nanocross balloon ruptured and completely separated from the shaft. The nylon fabric was entirely on the wire, the catheter was entirely intact. Essentially the rupture completely avulsed the balloon off the catheter. The physician was able to drag the nanocross fabric down dp cannulation site but despite numerous maneuvers it would not come out percutaneously. Advancement would be dangerous as it would completely occlude the anterior tibial or popliteal. Therefore, the physician made a cutdown of approximately 2 cm. This was the proximal dp they had had cannulated. The cannulation site could be seen with approximately 1 cm fabric protruding outside the artery on the wire. At all points the fabric was on the wire which was advanced all the way in iliac system. The physician could see the nylon balloon on the wire through the dp puncture site they grabbed it with a mosquito and unfortunately pulled it out in its entirely. The sheath was replaced, and a completion arteriogram performed with mild to moderate residual stenosis of the central popliteal lesion and anterior tibial artery lesion borderline flow-limiting dissection. There was good flow in the at all the way down to the sheath. There was intimal hyperplasia filling defect in the mid sfa stents which was treated this with an 8 x 4 self-expanding stent and a 7 mm balloon angioplasty. No detached portion of device remain in patient. An 8 x 40 evercross was also used in the procedure which got caught and stuck on a non-medtronic sheath, the physician suspects it¿s an issue with the sheath. The procedure was completed using another balloon post dilation.